Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 47 mg/dl while at work after not announcing meals and pausing the ilet during glucose excursions, leading to maladaptation and frequent lows. The user walked to the nearby emergency department, where they were treated with oral carbohydrates and monitored. The user was discharged the same day and remained connected to the ilet.